Manufacturer narrative:
Additional info: further information was provided that the iol was explanted from the patient's right eye due to dislocating posteriorly after implantation and patient had a capsule loss. There was no patient injury. A non-johnson & johnson lens was successfully implanted as a replacement. The explanted iol was discarded. No other information is available. The following sections have been updated accordingly: section a2: age: 75 years old. Section a3: gender: female. Section a5: race: white. Section b3: date of event: 11/23/22. Section d6a: if implanted; give date: (B)(6) 2022. Section d6b: if explanted; give date: (B)(6) 2022. Section h6: health effect - clinical code: 4581 device decentered or dislocated or tilted subluxated or wrong position. Section h6: health effect - clinical code 2698 capsule collapse. Section h6: medical device problem code: instability of device after implantation. Section h6: type of investigation: 4115. Section h6: health effect - clinical code: 1845 eye injury is no longer applicable. Section h6: medical device problem code: 1670 loading issue is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a loading issue or was explanted from the patient's operative eye. No other information was provided.